Event description:
The patient's wife reported that her husband has had 6 v-go devices in the present lot that they have had in which the v-go was not sticking to his body. The patient wife did mention that her husband is cleaning the area with a alcohol swab and letting the area dry. The patient wife reported as well that the needle had pierced him as a result of the v-go not sticking and had some bleeding. The exact dates of occurrence were not able to be obtained.